Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97745, (serial: (B)(6); product type: 0201-programmer patient brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller battery was not charging. Patient stated that they tried unplugging the controller from the ac power supply and plugging it back in and that the controller had been plugged in for 24 hours and the battery was still at the same percentage. Agent asked patient if the controller screen was unresponsive and patient stated that sometimes the screen will freeze. Patient confirmed that the green light was on the wall outlet and that they had tried using a different outlet. Patient plugged the controller into the wall without the battery and the controller did not turn on. Patient reinserted the battery pack and confirmed the controller powered on. The issue was not resolved. An email was sent to the repair department to replace the controller. When asked for event date, patient confirmed this issue began two days ago. Pt called back stating that they received the replacement controller, however the ac power supply wasn't working. Pt has two implants/sets of equipment and the other ac power supply worked.

Manufacturer narrative:
H3: the 97745 - controller (patient programmer), serial number (B)(6) was returned for product analysis. Analysis found broken/ cracked recharger telemetry module (rtm)/power connector support causing connection/charge issues and cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.